Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with the affected sample, which showed the stopper disassembled from the plunger, confirming the reported issue. No defect found in the nine provided reference samples. After the evaluation of the provided sample we have concluded that the reason of the stopper are located in this way is a problem in the assembly stage. In this case the assembly machine performed an incorrect assembly of the stopper caused by a punctual assembly station misaligned.

Event description:
It was reported that the syringe 10ml e/t emerald experienced stopper deformation and leakage. The customer stated, ¿it is released from the plunger, if you have to make pressure to make a blood colleption, the green part of the inner piston of the syringe, so that the liquid, or blood, comes out the inner body of the syringe, dropping the contents of the syringe into the hands.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 10ml e/t emerald experienced stopper deformation and leakage. The customer stated, ¿it is released from the plunger, if you have to make pressure to make a blood collection. The green part of the inner piston of the syringe, so that the liquid, or blood, comes out the inner body of the syringe, dropping the contents of the syringe into the hands.¿